Event description:
User reports a water leak coming from the back of the instrument onto the floor and into the walkway. No pt samples were involved, and operator was not harmed.

Manufacturer narrative:
The field service representative determined the cause to be ise sample probe rinse tower drain clogged, overfilling drain. He cleaned ise rinse tower drain line and performed a mechanism check. Calibration and controls were run to verify analyzer performance.